Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-024323, 1627487-2013-024325. It was reported the pt underwent surgical intervention to replaced her scs ipg due to a depleted battery. The pt did not recharged the ipg for an extended period of time. In addition, the pt was not receiving effective stimulation therapy and her scs leads were also replaced during the procedure. The pt reported effective stimulation coverage during intraoperative testing.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.